Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's presenting condition was angina pectoris. The target vessel was moderately calcified. The purpose of the 3.5x12mm maverick2 balloon was to predilate the lesion. Three inflations were carried out with the balloon with no difficulty. It was previously reported that the device had bent before it broke. However, the site now reports that they noted no kink in the device. The device was proximal to the lesion when it detached. The broken piece was captured with a snare and successfully removed from the patient.

Manufacturer narrative:
Age at time of event: updated - 18 years or older. Device evaluated by MFR: updated. The device was received in two sections as a result of a break in the hypotube. The break was located 14.9cm distal to the distal edge of the strain relief. A detailed examination of the break site found that the break occurred as a result of a severe kink that had occurred in the hypotube. Both sections of the hypotube break were kinked at various locations along their lengths. No issues existed with the profile of the balloon and tip sections of the device. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, device detachment occurred. The 90% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca) at the bifurcation to the atrioventricular branch or posterior descending artery. The vessel diameter was reported to be "big". A 3.5x12mm maverick2 balloon was advanced, and it was noted that the device became bent. The physician attempted to pull on the catheter, and device detachment occurred. The site commented that "physician felt that something got stuck with the device, and pulled the device". The procedure was completed with a different device and the patient condition post procedure was reported to be good. Additional information has been requested and is not available.